Event description:
Consumer complaint of low blood results. Customer states that although she received a result of 98 mg/dl-(B)(6) 2015 at 1:37 pm (time and date were off), customer stated she may have been low due to shaking and sweating. She stated that she had something to eat and now felt fine. Customer states she requires no medical attention. Customer's expected blood results are 150-190 mg/dl fasting. Verified strips expire 01/31/2017. Customer confirms the strips are stored properly and that the test strips were first opened a week ago. Customer performed back to back blood test, 177 mg/dl and 172 mg/dl fasting. Reviewed meter memory: 145 mg/dl (B)(6) 2015 01:56:10 pm fasting: no; 172 mg/dl (B)(6) 2015 01:54;10 pm fasting: no; 154 mg/dl (B)(6) 2015 01:53:10 pm fasting: no; 397 mg/dl (B)(6) 2015 01:51:10 pm fasting: no; 173 mg/dl (B)(6) 2015 01:43:10 pm fasting: no. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report: (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer states that although she received a result of 98mg/dl-(B)(6) 2015 at 1:37p (time and date were off), customer stated she may have been low due to shaking and sweating. She stated that she had something to eat and now felt fine. Customer states she requires no medical attention. Customer's expected blood results are 150-190mg/dl fasting. Verified the strips expire 01/31/2017. Customer confirms the strips are stored properly and that the test strips were first opened a week ago. Customer performed back to back blood test, 177mg/dl and 172mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.